Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have had intermittent issues with feeling a vibration sensation throughout their whole body that started 1 to 2 months ago. Patient stated it lasted 8 hours yesterday and this is their 3rd episode of this happening. Patent reported previously it would go away when they would turn stimulation off and thinks it went away overnight however they turned therapy back on again today and the vibration sensation returned. Assisted the patient with changing programs and recommended patient slowly increase stimulation to a comfortable spot. The patient reported they can feel normal stimulation sensation in the vagina while also feeling the whole body sensation. The patient described them astwo different distinct sensations. The patient still felt the whole body sensation with therapy off. Pt stated they had a back operation 3 months ago but did not think this was related because they did not start to feel the whole body vibration until more recently. The patient tried contacting managing physician today but they were out of office. Recommended patient seek medical assistance to evaluate their symptoms.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.